Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the device clinic for wound evaluation. Upon review, the patient was found to have a hematoma. Hematoma was drained. The patient was stable.